Manufacturer narrative:
The device has not yet been returned to the manufacturer for evaluation. An investigation into the root cause for the event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
An end user reported an issue with a bioflo 8f single plastic filled; non-valved. A patient had a follow up appointment with oncology, where it was discovered that their left subclavian port could not be flushed. An x-ray was ordered to assess the port and revealed a fracture in the left port catheter. At that time, the patient was sent to interventional radiology where the port and the retained catheter fragment were successfully removed. The fragment was located in the right atrium/hepatic vein confluence. A new port was not placed and the patient's last chemotherapy treatment was 6 months prior to the discovery of the fracture. The patient did not experience any adverse effects or harm as a result of this event.

Manufacturer narrative:
Corrections/ additional information: d1 updated from 'bioflo' to 'smart port CT' based on return sample and device history review/ ship history review. D4 updated model, catalog,lot, device expiration date. G4 added PMA/510(k) number. H4 device manufacture date. The customer's reported complaint description of catheter tubing fractured and detached was confirmed based on visual inspection of the returned catheter complaint sample. The fracture is jagged and has signs of the tubing being crushed/pinched. This along with the location of the fracture being at least 5cm from the port housing are indications that pinch-off syndrome is likely root cause of the catheter tubing fracture and detachment. Pinch-off syndrome is an anticipated procedural complication for port system use and is cautioned in the device directions for use (dfu). The catheter and locking connector (e.g. Blue boot) are provided as separate components within the port assembly kit. The end user attaches the catheter tubing to the port (and secures junction with the locking connector) during the implantation procedure. Device history record (DHR) review of the packaging/catheter lots revealed no quality related issues or manufacturing deficiencies at the time of manufacture. There have been no other reported complaints for the indicated packaging/catheter lots for similar catheter fractured/detached issue. Labeling review: the directions for use (dfu) that is provided in the smartport device contains the following directions and precautions: contraindications catheter insertion in the subclavian vein medial to the border of the first rib, an area which is associated with higher rates for pinch-off. Warnings: the device is to be implanted, used, maintained, and removed in strict accordance with institutional and or centers for disease control (cdc) guidelines or policies. Do not use syringes smaller than 10 ml syringe when accessing the port as system damage can occur. Flushing occluded catheters with small syringes can create excessive pressures within the port system. Absence of a blood return or a poor blood return can be a sign of a potential complication such as occlusion, kinking, breakage, pinch-off syndrome, fibrin formation, thrombosis or malposition. This should be evaluated prior to device usage. A blood return should be present prior to usage of device for any therapy or testing. Do not attempt to measure the patient's blood pressure on the arm in which a peripheral system is located, since catheter occlusion or other damage to the catheter could occur. If the patient complains of pain, or there is swelling when the device is flushed or when medication or contrast media is administered, evaluate the device for infiltration, proper needle placement, and potential complications such as occlusion, kinking, breakage, pinch-off syndrome, thrombosis or malposition. Failure to assess these complaints or observations can lead to device failure. Precautions carefully read and follow all instructions prior to use. Potential complications use of an angiodynamics port system involves potential risks normally associated with the insertion or use of any implanted device or indwelling catheter including but not limited to: catheter disconnection or migration, catheter embolization, catheter fragmentation, catheter pinch-off, drug extravasation (leakage), implant rejection, infection, inflammation, thromboembolism, thrombophlebitis, thrombosis. Catheter placement considerations: warning: avoid medial catheter placement into subclavian vein through percutaneous technique. This placement could lead to catheter occlusion, damage, rupture, shearing, or fragmentation due to compression of the catheter between the first rib and clavicle. Catheter shearing has been reported when the catheter is inserted via a more medial route in the subclavian vein. Pinch-off syndrome pinch-off syndrome signs may include difficulty in aspirating blood, resistance to flushing or infusion of medications or fluids that improves with position changes, infraclavicular pain and/or swelling with catheter flushing or infusion palpitations, sudden onset chest pain, cardiac arrhythmias, extra heart sound, chest wall swelling at the port pocket, vein insertion site, pain in shoulder or port area not associated with swelling, cough, paresthesia of arm on side of catheter withdrawal occlusion or swishing sound with catheter flushing. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint continues to be monitored for trends. Reference (B)(4).